Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not be interrogated and showed no evidence of pacing or being functional. Sudden battery depletion was suspected. It was noted that the patient was involved in a traumatic car accident a few months prior, not related to the ICD, and suffered trauma to the head, neck and chest. The interrogation difficulty was experienced at the first post-accident device check. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.